Event description:
The dr claims that the graft was implanted in a pt with arteriosclerosis obliterance(aso), when blood "spouted" (leaked) from two spots on its wall. The leakage was stopped by application of a hemostatic agent (name unknown and unattainable). The quantity of blood lost through the graft is unknown and unattainable. There was no injury to the pt. The graft was left in. The pt is doing well, now.